Event description:
The subject device was used during an uncertain procedure. The probe of the device was broken and fell off outside the patient. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 16.5 mm from the distal end. There was a scratch on the probe. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc.